Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that the customer's insulin pump was cracked around reservoir compartment and need to tape it down. Customer has issues with battery longevity. Customer's blood glucose level at the time of incident is unknown. No symptoms indicated and no treatment necessary. Product will not be returned for analysis.